Event description:
It was reported that on (B)(6) 2022, a hardware removal of a retrograde femoral nail -advanced system (rfna) nail construct and a variable angle (va) condylar plate construct were removed from a femur because of infection. The devices were originally implanted on (B)(6) 2022 and explanted on (B)(6) 2022. No allegations were made on the devices from the surgeon. The surgeon removed the proximal screws, and performed an amputation to remove remaining hardware on one piece. The exact total number of implanted screws removed is unknown. The procedure outcome was unknown. This is report 1 of 3 for (B)(4). This report is for a rfna nail.

Manufacturer narrative:
Event date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.